Event description:
A malfunction alarm was reported. No adverse impact to the customer's blood glucose level was noted. Technical support assisted the customer in resetting the pump, after which the same malfunction did not recur. The customer was informed to continue using the pump and to call back if any issues arose, and they understood the instructions given.